Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.